Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per email received from bas sales rep: we have been having problems with clots. The power piccs that we have started stocking and using recently have had more problems than we usually see with the groshong ones. No other information has been provided, at this time.